Event description:
Aortic valve replacement and mitral tricuspid valve annuloplasty on (B)(6) 2015. Discharged (B)(6) 2015. She presented on (B)(6) 2016 with worsening fatigue and intermittent fevers. Diagnosed with endocarditis requiring long term antibiotic therapy. On (B)(6) 2016 a blood culture identified non-tb mycobacterium, confirmed to be m. Chimaera.